Event description:
The customer contact reported a delay in critical therapy during an alarm condition. The pt was admitted to the emergency room with st elevation myocardial infarction. The device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the pt was taken from the emergency room to the cardiac catheterization room for stent placement. During the procedure, the device alarmed for e346 (distal pressure sensor failure). The device was removed from clinical service. Therapy was resumed within 2-3 mins using a replacement device. Although there was potential for serious injury, the customer contact indicated there was no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the customer contact indicated the e346 alarm condition could not be duplicated. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing. There were no e346 (distal pressure sensor failure) alarms noted throughout the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates that on (B)(4) 2011, at 1939, a new drug library was installed. When a new drug library is installed, all events logged prior to the date of the new drug library installation are transferred for storage on the mednet server, and are no longer available on the downloaded history; therefore, the device history cannot be utilized to evaluate the reported event. A request was made from the customer contact to forward a copy of the stored device history. If a copy of the device history is obtained from the customer's mednet server, a f/u report will be submitted. This report represents all the info known by the rptr upon query by hospira personnel.